Event description:
It was reported that a pump has an "error 32." There was no reported pt injury.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation found that the device was returned inoperable due to a sys error 322. This was caused by the lower link switch sticking, resulting in the sys error 322. The lower auxiliary assembly will be replaced.